Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 3006705815-2017-00360. It was reported during the patient's implant procedure, the physician punctured the dura while introducing the epidural needle in the desired location. The issue resulted in a cerebrospinal fluid (csf) leak. The procedure was completed without further incident. The patient complained of slight headache following the procedure; however no further complications were reported.